Manufacturer narrative:
(B)(4). Batch # p58p24. Device evaluation: the analysis found that one pse45a device was returned with no apparent damage and with an ecr45w cartridge loaded on the device. The cartridge was received unfired. Upon evaluation, the device would not fire. In order to verify the condition of the internal components, the device was disassembled to verify the condition of internal components and the pcb board was noted to be non-functional. No further functional testing could be performed due to the condition of the device. No conclusion could be reached as to what may have caused the pcb board to be damaged however, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a vats procedure, staple reload, loaded with white reload, placed on vessel and when firing, the knife stopped and locked out. Needed to reverse and remove from patient. The procedure was completed by replacing the device. There were no patient consequences reported.